Manufacturer narrative:
The actual device in the incident was not returned for evaluation. Since the actual device was not returned for evaluation and the facility has reported this incident was related to a user procedural error, the exact nature of this incident could not be determined. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b. Brawn medical industiries.

Event description:
As reported by the user facility: several incidences where the safety clip on this product did not engage. One incident of a needlestick injury due to the safety clip not engaging properly. Additional information provided by the user facility indicated that after further investigation this incident is believed to be related to a user procedural error, and is not related to the device malfunctioning. The nurse was re-trained on the proper usage of the product. Bloodwork protocol testing was performed on the nurse and the patient and all testing performed was negative. The sample was discarded and is not available for evaluation.